Manufacturer narrative:
Report was inadvertently submitted under manufacturer number (B)(4) but the correct manufacturer number is (B)(4).

Manufacturer narrative:
H10: internal complaint reference (B)(4). H2: additional information in a2, d4 & h4 (exp. & mfg. Dates). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Although the provided report indicates resorption of the distal tibial allograft noted on an MRI taken at two years post op, the image was not provided. An x-ray image dated 3 months post primary shows a satisfactory reduction in the dislocation. However, it cannot be used to identify the root cause of the reported event. Without the 2-year MRI and the returned endobutton, the root cause of the reported event cannot be concluded. The patient impact beyond the reported clinical findings and the revision could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, after a glenoid bone loss surgery, a revision had to be performed. The surgeon noted excessive resorption on the distal tibial allograft associated with the use of the round endobutton, as compared to the resorption when using screw fixation. The resorption was noted in the 2 year follow-up MRI and confirmed during the revision surgery. The patient's outcome is unknown.